Manufacturer narrative:
The impella cp was discarded subsequent to use, preventing any evaluation of the suspect this device. A review of the device history record was performed. There were no issues identified with this device during manufacture or inspection. There have not been any other complaints with pumps from this lot number. In conclusion, a root cause was unable to be determined because product was not returned.

Event description:
The complainant reported on (B)(6) 2018 an impella cp was placed in an (B)(6) female patient. The patient was successfully supported during a stenting and ballooning procedure. Following the completion of the procedure it was noticed that there was groin bleeding from the left femoral artery at the pump's insertion site. Because of the patient's religious prohibitions only dextrose had been added to the purge solutions. A fem stop was applied to the groin site, and the bleeding was controlled. By the morning of (B)(6) 2018 the patient's hemoglobin was down to 4 mg/dl, and the left leg was found to be pulseless. The patient's lactate was also noted to be very high and increasing. As a result of the patient's frail condition, and the patient's religious restriction of not receiving replacement blood products the family withdrew care. On (B)(6) 2018, after 28.18 hours of impella cp support the patient expired.